Event description:
The customer reports that during a hospital stay, the following compact plus system/hospital system results were each obtained within 10 minutes but at separate times: 300 mg/dl/100 mg/dl 374 or 375 mg/dl/100 mg/dl 425 mg/dl/79 mg/dl. The customer also reports that at another time, he obtained another result of 470 mg/dl on the same compact plus system compared within 10 minutes of his doctor's system result of 159 mg/dl. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. The customer no longer has the strip vial or drum, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.